Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding") and menorrhagia ("menorrhagia") in a 27-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included morbid obesity, gestational diabetes and tachycardia. Concomitant products included valaciclovir hydrochloride (valtrex). In 2008, the patient experienced back pain ("lower back pain") and pain in extremity ("right leg pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), dizziness ("dizziness,") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced cervicitis ("acute and chronic cervicitis"), cervical cyst ("benign nabothian cysts") and leiomyoma ("benign leiomyomata"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), infection ("infections"), abdominal distension ("bloating"), fatigue ("fatigue"), arthralgia ("si joint pain"), adnexa uteri cyst ("paratubal cyst"), abdominal pain ("abdomen pain ") and migraine ("migraine headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy.) And surgery (ablation ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, inflammation, infection, abdominal distension, vaginal haemorrhage, menorrhagia, cervicitis, cervical cyst, leiomyoma, dizziness, fatigue, back pain, pain in extremity, arthralgia, anaemia, adnexa uteri cyst, abdominal pain and migraine outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, anaemia, arthralgia, back pain, cervical cyst, cervicitis, dizziness, fatigue, genital haemorrhage, infection, inflammation, leiomyoma, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: current weight 247 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2009 ,hysterosalpingogram, clinical history : essure sterilization follow-up hysterosalpingogram was performed with four films submitted for review scout radiograph demonstrates essure wires projecting over. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality-safety evaluation of ptc (product technical product). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding") and menorrhagia ("menorrhagia") in a 27-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included morbid obesity, gestational diabetes and tachycardia. Concomitant products included valaciclovir hydrochloride (valtrex). In 2008, the patient experienced back pain ("lower back pain") and pain in extremity ("right leg pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), dizziness ("dizziness,") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced cervicitis ("acute and chronic cervicitis"), cervical cyst ("benign nabothian cysts") and leiomyoma ("benign leiomyomata"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), infection ("infections"), abdominal distension ("bloating"), fatigue ("fatigue"), arthralgia ("si joint pain"), adnexa uteri cyst ("paratubal cyst"), abdominal pain ("abdomen pain ") and migraine ("migraine headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy.) And surgery (ablation ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, inflammation, infection, abdominal distension, vaginal haemorrhage, menorrhagia, cervicitis, cervical cyst, leiomyoma, dizziness, fatigue, back pain, pain in extremity, arthralgia, anaemia, adnexa uteri cyst, abdominal pain and migraine outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, anaemia, arthralgia, back pain, cervical cyst, cervicitis, dizziness, fatigue, genital haemorrhage, infection, inflammation, leiomyoma, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: current weight 247 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) ,hysterosalpingogram, clinical history : essure sterilization follow-up hysterosalpingogram was performed with four films submitted for review scout radiograph demonstrates essure wires projecting over. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Lot no. Added. Events: ablation, pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia),acute and chronic cervicitis, benign nabothian cysts, benign leiomyomata, benign left paratubal cysts, salpingectomy (bilateral removal, of fallopian tubes, neurological conditions or problems type: dizziness, pain, paratubal cyst, anemia, abdomen pain, fatigue, lower back pain to right leg, si joint pain were added. Concomitant disease,concomitant drug, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), infection ("infections") and abdominal distension ("bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, inflammation, infection and abdominal distension outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, genital haemorrhage, infection, inflammation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.